Event description:
It was reported that the pump stopped. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence for part return and additional information was unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: no additional information was available at the time of the clinical review. The team had an incident with the roller pump. The date of occurrence was not noted. It is not known if the incident occurred during the cardiopulmonary bypass (cpb) procedure, before the procedure started, or during non clinical activity. Because of the lack of available information, the hazards will be associate as a worse case situation, which would be if the incident occurred on bypass in the arterial pump position. The team had a roller pump stop. It is unknown what mitigation occurred to fix the issue. It is unknown if a delay occurred because of the pump stop. Additionally it is unknown what type of tubing is traditionally used in the clinical setting at this institution. Additional information regarding the surgical procedure and the patients outcome associated with this event is not known.